Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was bunched up at the distal end of the shuttle cartridge and blood was observed on the outer surface. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Excess adhesive was observed at the distal end of the handle. However, it is unk if the excess adhesive contributed to the reported failure to deploy. Further investigation is recommended. The review of the lhr (lot f1402802) indicated that issue in ncmr-01671 did not cause or contributed to the reported incident and mynx device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
The following info was reported: "shuttled down, retracted sheath, no advancer tube, sealant adhered to wire, manual pressure for 15 minutes". The pt was not hospitalized. Deployer: in training. Stick location: common femoral artery medial third of femoral head. Vessel size: 5mm.